Event description:
In late 2008, the pt reported elevated blood glucose readings in the 600's mg/dl and "hi" since two days before. Her normal range is 80-120 mg/dl. Symptoms were thirst and frequent urination. She stated she does not think her insulin infusion device is properly delivering insulin. She said on the day prior to original date, she called her doctor who suggested she switch to her backup infusion device and take insulin injections to correct her readings. She said she began to take insulin injections and her readings began to decrease. She stated she switched to her backup device 30 mins prior to the call. Troubleshooting did not find any product issues. She stated she has recently had elevated morning readings of 166 mg/dl and 191 mg/dl. On follow up with the pt three days after the original date, she stated her blood glucose had stayed within her target range since switching to her backup device. She mentioned 2 readings of 63 mg/dl and 61 mg/dl for which no treatment was necessary. Her morning blood glucose was 163 mg/dl. She stated she changes her infusion headset every 3 days. She was advised the headset should be changed every 1-2 days. She states she currently has a bad cold. The patient is visually impaired and could not provide the serial number of her primary device. Product was replaced and requested to be returned for evaluation.